Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert and had difficulty charging the pump with the wall adapter and usb cable. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter and usb cable. The customers blood glucose value was 59 mg/dl. A new wall adapter and usb cable were sent to the customer to resolve the issue.